Manufacturer narrative:
Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to resolves the issue. Customer's blood glucose was 164-166 mg/dl.